Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation alleges that the patient suffers from pain, weakness, immobility, instability, and difficulty with pre-surgical activities in his left hip. Additionally, it is alleged that an MRI study and revision revealed several large cysts, which developed as a result of adverse reaction to the metal on metal implant, resulting in metal debris accumulating in surrounding tissue, causing bone tissue damage. It is alleged that patient suffered from pain in the right hip.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database and/or DHR review was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4).

Event description:
Ppf alleges pseudotumor, loosening of cup, dislocation and metallosis.